Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and reported a discrepancy in reading between sensor glucose and blood glucose values. The customer reported hypoglycemia was treated with carb/glucose intake. The event involved product(s) mmt-332a, mmt-7040a, mmt-399a, mmt-1884. Troubleshooting was performed for hypoglycemia and customer had been using the insulin pump system within 48hours of reported hypoglycemia event. It was unknown whether the automode feature was active at the time of reported event. Troubleshooting was performed for difference in sensor glucose and blood glucose value. The blood glucose value from reported event was 96 mg/dl and sensor glucose value from reported event was 65 mg/dl. The difference was greater than 30%. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-7040a. No product return is required for mmt-399a. No product return is required for mmt-1884.